Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The robotics coordinator informed that a staff member drove the boom into the viewer, damaging it. Initially, it appeared it was only cosmetic damage to the covers, but the ergonomics were locking up and the right hand ergonomics sensor was not passing self-tests. The fse inspected the viewer and removed debris from inside of the viewer, which resolved the issues with ergonomics on the viewer. The fse removed a shard of cosmetic cover wedged between the cover and right hand sensor, which resulted in multiple power cycles with no issues with the ergonomics on the viewer. The fse replaced the viewer faceplate and the right viewer cosmetic covers. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the provided images was performed by an isi failure analysis engineer (fae). The following additional information was provided: the pictures confirm the damage to the viewer covers. The fae believed the covers in the pictures were the faceplate and side cover. From the pictures, the fae could see that the covers were damaged, but could not confirm that they caused any other issues. The fae noted that although it was not visible in the picture that there was a shard of cosmetic cover wedged between the cover and right hand sensor removed by the fse, it made sense based on the cover damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the reporter called to inform that the console viewer was stuck and could not be adjusted during the procedure. The technical support engineer (tse) advised hard cycling the console and while performing the hard cycle, the caller noticed the console viewer was damaged. After the system powered back on, the caller was able to adjust the viewer. The procedure was completed as planned with no reported injury.